Event description:
Related manufacturer report number: 2017865-2022-42404 during an in clinic follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) and right atrial (ra) leads. Provocative testing was performed and the noise was reproduced on both the ra and rv leads. Lead insulation damage was suspected. No further intervention was performed. The patient was stable and will continue to be monitored.